Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was confirmed via computed tomography angiography (cta) that the lead had perforated the myocardium. The lead was repositioned via a partial thoracotomy and remains in use. No further patient complications have been reported as a result of this event.